Manufacturer narrative:
Visual inspection: during the investigation, deposits on the device were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve does not operate within the accepted tolerance in either position. An accelerated/reduced outflow of could be determined. Internal inspection: after dismantling of the valve, deposits were found in. Results: based on our investigation results, we can determine an accelerated outflow at the gav 2.0. The deposits visible in the valve have led to the change in flow rate. Deposits caused by substances naturally present in the patient's body, such as organic matter, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
New information regarding this case: the actual shunt was a gav 2.0 (#miethke (B)(4))the smple has been sent to us and was investigated. The investigation is completed.

Event description:
It was reported that a shunt (presumably #fx804t) was implanted during a surgical procedure. The shunt blocked during use and was subsequently revised. The product will be returned to the manufacturer for examination. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.